Event description:
It was reported that a user scanned a new freestyle libre 3 plus continuous glucose monitor (cgm) sensor with the ilet and received a pairing failed alert, after which the agent guided the user to restart the ilet and the sensor then paired successfully with a normal warm-up period remaining. No adverse clinical symptoms reported. Outcomes included restoration of sensor data after troubleshooting and user education on next steps. User support included guided troubleshooting that consisted of a device restart and reattempted pairing. Investigation of this case revealed a transient pairing failure that resolved with a restart, consistent with a communication or software initialization issue of the cgm interface without hardware involvement. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable device interaction and software behavior.

Manufacturer narrative:
Initial.